Manufacturer narrative:
The investigation of this incidents needs further details from the user/customer. These were addressed on 12.06.2025: how long was the tracoe silcosoft cannula used? Not answered. When was the leak in the cuff discovered? Not answered. How often was the cannula cleaned / disinfected? Not answered. Is the cannula available for examination at tracoe? Not answered. What information is available about the patient's condition? Not answered. Has this defect occurred previously at the customer's site? Not answered. No further details of the incident have been provided by the user. The tube was returned to tracoe and examined on 11.06.2025: the examination of the affected tube showed a small hole in the filling line close to the neck plate. A second tube showed no leakage. Due to the discoloration of the cannula, it can be assumed that it has been in use for some time. Accidental punctures and cuts by sharp instruments may therefore have led to the punctiform damage of the filling tube. This damage lead to the leakage of the cuff system. Other causes from production or material are more likely to be ruled out, as the cannula 1. Is 100% tested for cuff leakage in production and 2.) This cannula has already been used for a certain period of time.

Event description:
1) what went wrong with the device: it was reported that the cuff of a tracoe silcosoft cannula deflated during use so that water escapes from the cuff system. It was not reported if the cuff was tested before use as it is described in the IFU, how long the cannula was used and how many times the cannula had been cleaned / sterilized. 2) description of health effects: no health effect was reported.